Manufacturer narrative:
(B)(4). The rns neurostimulator and leads remain implanted and programmed for use.

Event description:
On (B)(6) 2025, the patient had a surgical wound washout and closure to address an infection. Treatment of the deep incisional erosion included 7 days of oral keflex.